Event description:
The customer reported that while processing an htlv I/ii plate on summit, the customer reported that a low volume of sample or reagent was delivered to well h1 of the microwell plate. No error was reported. No death or serious injury was associated with this incident.